Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented in clinic for follow up when an unexplained drop in battery voltage was observed. The patient condition was stable at the time and was enrolled in merlin.net. The device remains implanted.